Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix stretched. The lp was removed and replaced. The patient was stable.